Event description:
A report was received regarding an orif hip surgery. At six weeks following the surgery, upon x-ray, the surgeon found one screw broken. The fracture appeared to be united. The surgeon noted good plate to bone opposition. On (B)(6) 2012, the surgeon performed a revision due to non-union. Two additional screws were found broken. All hardware was explanted and the surgeon revised the patient with a pedi-hip screw, stabilizing the original osteotomy. This is report # 4 of 4 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.